Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - unknown cup catalog # ni lot # ni, unknown liner catalog # ni lot # ni, unknown stem catalog # ni lot # ni. Therapy date: (B)(6) 2017. Multiple MDR reports were completed for this event. Please reference: 0001822565-2017-04470.

Event description:
It was reported that the patient's hip arthroplasty was revised due to trunnion wear and corrosion. The head and liner were revised.